Event description:
It was reported that the werewolf controller was pulling too much suction and was overheating. It is unknown whether the event happened during surgery, if there was patient involvement, if there was a back-up device available or if there was a delay.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed no issues. A functional evaluation was performed on the returned device and found no issues. The pump had no issues with flow, speeds, or overheating. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure of a concomitant device. No containment or corrective actions are recommended at this time.